Event description:
It was reported that this pacemaker reverted into safety mode while the patient was in the clinic. The patient, who was noted to be pacer dependent, was referred to the emergency department for further evaluation. Technical services (ts) reviewed this device and confirmed the device entered safety mode. The representative reviewed safety mode parameters, battery status, and recommended the health care professional (hcp) to urgently replace the device. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.